Manufacturer narrative:
The involved esu was inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based upon the provided information, the burn was caused by the user placing the instrument on the patient and then accidentally activating it. The user manual explicitly states that instruments must be put "down in a safe place: sterile, dry, non-conductive, and easy to see. Instruments that have been put down must not come into contact with the patient, medical personnel, or flammable materials." No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a salpingectomy. The esu was used with bipolar forceps. The forceps were placed on the patient and then unintentionally activated. The activation caused a burn in the area of the patient's pubic bone. Photographical evidence showed a hole in the covering and an ulcerated wound that was about 4 x 2 cm. Wound treatment was applied and the necrosis scabbed over/healed in about three (3) weeks.